Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('bacp pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), urinary tract infection ("bladder /urinary problems: uti"), tooth disorder ("dental problems"), headache ("headaches") and muscle spasms ("severe leg cramps during menstrual cycle") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((B)(6) 2017 salpingectomy (bilateral)). Essure was removed on (B)(6) 2007. At the time of the report, the back pain, dysmenorrhoea, menorrhagia, metrorrhagia, urinary tract infection, tooth disorder, hormone level abnormal, headache and muscle spasms had resolved. The reporter considered back pain, dysmenorrhoea, headache, hormone level abnormal, menorrhagia, metrorrhagia, muscle spasms, tooth disorder and urinary tract infection to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), back pain, menorrhagia, metrorrhagia, uti, dental problems, hormonal changes, headaches, leg cramps. Discrepancy noted in insertion date as (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received : pfs received: reporter information, patient demography and lab data was added. Previously added ¿injury¿ was replaced with ¿back pain". New events "dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), urinary tract infection, dental problems, hormonal changes, headaches, severe leg cramps during menstrual cycle" were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.